Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization due to distended abdomen and excess fluid. There is no documentation to show a causal relationship between the adverse event and pd therapy on the liberty cycler. Per the patient and the pdrn there is no indication of an overfill event with the liberty cycler. The patient was draining adequately but is said to generally carry fluid. There is no allegation of a machine malfunction reported for this event. Based on the available information, the cause of the distention and excess fluid cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support regarding the patient not draining well and feeling that their abdomen was distended. Per the pdrn, the patient was in the hospital. The patient requested a replacement cycler that would permit an additional drain at the end of treatment. The patient will continue to utilize the cycler until the replacement arrives as it was functioning properly. Additional information was received though follow up with the pdrn. The patient was admitted to the hospital with abdominal distention and excess fluid. The patient completed pd therapy to remove the excess fluid and was discharged the next day. The patient¿s pd prescription remained unchanged. No other intervention was documented. There was no indication of an overfill by the cycler. The patient has complained generally of carrying fluid. The discharge summary and treatment records were requested but were not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.